Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post paced t-wave oversensing on the ventricular lead was observed. The patient did not receive any therapy during the oversensing. The patient was brought into clinic and programming changes were made. The patient was released form the clinic in stable condition and was to continue with regular follow up.